Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, the helix was unable to extend. The lead was replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.